Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional testing. It was noted that the upper and lower cases were broken, both bail covers were broken, the ring cover was missing, both bails were bent, the ring was missing, the battery drawer was broken, the keyboard was out of mechanical specification - the 'off' button had lost its tactile feel, the keyboard was scratched and the serial number label was missing.

Event description:
It was reported the device displayed a self test error. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.